Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and checked the flow sensor receptacle and exhalation valve. The o-rings and cover were intact but the diaphragm in the exhalation valve was not fully secured and flushed. The diaphragm was adjusted to sit inside of the exhalation valve. The fsr tested the unit using the customer circuit,checked the events and found alarms of circuit disconnect,high rate and low ve (minute ventilation) which is to be seen if circuit disconnect is present, tested the unit and found that the volumes and ve were within specifications. Blending accuracy was performed and each fi02 (fraction of inspired oxygen) settings were within specification. Ovp (operational verification procedure) was done. The unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator tidal volume is low. Furthermore, there was no information for patient harm associated with the reported event.